Event description:
It was reported the quantum 2 system makes a "popping" sound and causes a circuit breaker at the facility to trip each time it is turned on. The facility did not indicate whether there was any pt involvement.

Manufacturer narrative:
Several attempts were made to obtain the missing information, including the lot/serial number and pt information; however, those attempts were unsuccessful. As no lot/serial number was provided, a manufacture and expiration date could not be determined.